Event description:
Pt suffered a trochanter/posterior calcar fracture postoperatively. Pt had revision surgery of the cementless stem head. A cable was inserted around the fracture to hold reduction and a cemented stem and ceramic head were inserted. Ref MFR #:3005180920-2014-00135.